Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Technical support did not replace the pump because it was out of warranty, and there is no additional information regarding the customer's outcome or actions taken.